Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause cannot be conclusively identified. Probable cause based on the reasonably known information was due to stress, usage with insufficient distance between high-energy endotherapy accessories and the distal end. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope distal end plastic c-cover had a burnt. There was no patient involvement.